Event description:
It was reported initially that during a low anterior resection, the device was fired and did not work. The surgeon had to do a resection to do another anastomosis, an end to end anastomosis. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. Requested and received the following info on 12/23/2009: the device cut and stapled. However, according to the surgeon the staples did not form correctly and the staple line was compromised as a result. The procedure was prolonged approx 1 hour. The surgeon completed the case with a second ecs29. Also, the hospital was initially going to release the product to me, but in the end they decided to keep it. It is being held in their risk management department and I do not know if they will ever release it to me.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not released by the facility.